Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an error message code 1003 indicative of battery voltage too low for the projected remaining capacity. At the most recent interrogation of the device, the physician advised that the estimated battery longevity was at 9.5 years remaining. A technical service (ts) consultant was asked to review device data. Ts confirmed the code 1003, with a premature battery depletion. Ts provided recommendations for a device change out in the near future. The device remains implanted. No adverse patient effects were reported.